Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 670 mg/dl while wearing the pod. The patient was found unconscious on the floor. In addition the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge and was found beside the patient. The patient reports they had 2 strokes. Once at the hospital the patient was diagnosed with dka and a urinary tract infection. The patient was transferred to the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip. The patient was prescribed baby aspirin. The patient was discharged from the hospital after 1 week.